Event description:
It was reported that a user newly connected to the ilet bionic pancreas while using a libre 3 plus sensor experienced hyperglycemia with the ilet displaying ¿high,¿ later reading 398 mg/dl, and the libre 3 plus showing a sensor error consistent with a new sensor warm-up or initialization issue; the user observed correction doses being delivered and used a 6 mm cannula. Symptoms included none reported, as the user felt well. Outcomes included no healthcare utilization and continued monitoring while allowing the ilet to correct glucose. Investigation included troubleshooting and education provided by support, including review of device reports confirming correction dosing and explanation of the sensor error. Investigation of this case revealed that the cgm reported an error while the ilet continued to deliver correction doses, and blood glucose remained elevated at the time of the call. It was concluded that hyperglycemia occurred with an unclear cause, with ongoing automated corrections by the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.